Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd texium leaked. The following information was provided by the initial reporter: it was reported: ¿I was compounding a nivolumab 480 mg / 48 ml dose. After priming the tubing, I noticed my hood was wet underneath the tubing and realized that the tubing was leaking at the filter.¿